Event description:
It was reported that the patient underwent gynecological surgical procedure on unknown date and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that following insertion the patient experienced urinary problems, recurrence, and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2008, due to erosion. No additional information was provided.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient was implanted with mesh concurrently with cystoscopy.